Event description:
It was further reported that the express vascular stent catheter was unable to be retrieved into an unspecified 6f sheath. The proximal hub of the device was cut, in order to remove the device, and the 6f sheath was removed. An unspecified 7f sheath was inserted, and an unspecified 5f sheath was inserted into the 7f sheath "to make the gap between the shaft of the device and the 7fr sheath smaller." The catheter was then retrieved into the 7fr sheath.

Event description:
Event reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, an expressvascular ld pmtd 7.0x40x135 cm stent catheter was unable to cross the lesion. The lesion was predilated with an unspecified 5mm balloon. The stent catheter was removed and the proximal end of the stent "got stuck with the sheath." The procedure was not completed due to this event. No patient injuries or complications were reported. The patient status is reported as "good." This product is only ous approved but it is similar to an approved us device. However, investigation revealed stent damage.

Manufacturer narrative:
Device evaluation by manufacturer: the device was received inside a 5 french sheath and the stent was received inside a plastic container. Visual and tactile examination found that several kinks were noted along the length of the shaft. The balloon was folded and wrapped around the shaft of the device. Traces of dried blood were visible on the balloon material. A clear impression of where the stent was crimped on the balloon was visible and shows that the stent was crimped in the correct location on the balloon. The manifold/hub was not attached to the device and had not been returned for analysis. Visual examination of the stent found that one end of the stent was slightly flared, no other damage was noted with the stent. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).